Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction (tia- transient ischemic attack) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that on (B)(6) 2015 the patient had an episode of slurred speech and suddenly spit out their coffee. Patient was seen in the emergency department (ed) and noted to have facial droop and slurred speech. Patient was stated to have been transferred to another hospital for further evaluation. Neurology consult on (B)(6) 2015 recommended head computed tomography angiography (cta). Per neurologist, stroke etiology was likely cardioembolic from left ventricular assist device (lvad) vs. Hypoperfusion from intracranial stenosis with relative hypotension. They recommended empirically increasing the international normalized ratio (inr) goal to 2.5-3.0. Hematology consult on (B)(6) 2015 revealed the transient ischemic attacks (tias) occurred when international normalized ratio (inr) was subtherapeutic or low end of therapeutic. Hematology agreed with increasing the inr goal to 2.5-3.0. On (B)(6) 2015, patient was deemed stable for discharge to home. It was further reported that the neuro issue was ongoing and remained unresolved when patient discharged. No additional information available.

Manufacturer narrative:
Hvad pump hw4216 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw4216; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.